Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that there was a plaque shift following implantation of the first xience v 3.0 x 23 mm stent in the proximal right coronary artery (rca), which was treated with adjunctive stent deployment in overlapping. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Factors that can contribute to plaque shift include but are not limited to, lesion characteristics, device size selection, and procedural technique. Embolism and additional therapy, non-surgical treatment, are listed in the xience v risk assessment as potential patient effects of coronary stenting. Additionally, embolism is also noted in the product instructions for use as a known adverse event associated with coronary stenting. There was no report of any product malfunction during the implant of the rx xience v stent. In this case, the plaque shift was successfully treated with the placement of another stent.